Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Notify date was corrected. Initial reporter name corrected.

Event description:
It was reported that the implantable pulse generator (ipg) was replaced because of stated problem with the generator. No further detail on the stated problem was provided. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) was replaced as is affected by the sigma field action where there is a problem with the generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.